Event description:
The customer's mother called to report a bar code on the screen, followed by a blank display. Troubleshooting was performed, and the blank display continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a problem with the liquid crystal display board.